Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer assisted the customer in troubleshooting the network issue. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was in disconnected mode. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medication from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.